Event description:
Related manufacturer report number: 2017865-2023-23788. It was reported that noise reproducible with isometrics was observed on the right ventricular (rv) lead. The noise on the rv was intermittently sensed at times. The patient was scheduled for a routine generator change. During the procedure, while freeing up the leads, the physician noted the insulation was beginning to erode from the can to the suture sleeves on both the rv lead and right atrial (ra) lead. Both the ra and rv lead were capped and replaced. The patient was stable.